Event description:
It was reported that the patient broke the leads of the implantable neurostimulator (nis) (B)(6) in 2008 in which she fractured her tailbone. A revision was performed last year where the physician used the old ins where the patient believed they were to receive a new ins device. The ins was subsequently explanted where the patient reported some residual pain, but felt better overall and noted that her tailbone was healed. If additional information is received, a follow up report will be sent. See manufacturer's report # 3007566237-2012-00188 for shocking issue.

Manufacturer narrative:
Lead model 3093-28, lot# v017157, implanted: 2007 (B)(6), explanted: unk, programmer model 3037, serial# (B)(4). (B)(4).